Event description:
During the procedure inferior border saws were used to separate the inferior border to create the inferior border osteotomy. The blade separated from the shaft on both sides and able to find in the soft tissues. Intraoperative x-ray was taken and blades were noted to be in the same places bilaterally engaged in bone anterior to vertical osteotomy. The blades were then visualized and removed. No complications were noted from this. The broken blade was sequestered and held pending investigation. All similar blades were taken out of circulation.